Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Added expiration date. Added manufacturing date.

Manufacturer narrative:
Additional manufacturer narrative: device evaluation is pending. A supplemental MDR will be submitted when the evaluation is complete.

Event description:
Edwards received notification that an edwards mitral valve was explanted due to thrombus in the left atrium after an unknown implant duration.

Manufacturer narrative:
The device was returned to edwards for evaluation and the clinical observation was unable to be confirmed through visual examination. During visual examination, minimal host tissue overgrowth was identified onto the leaflets and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the inflow aspect. Heavy host tissue overgrowth was identified onto the leaflets and into the orifice at the greatest distance of approximately 14mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. The host tissue on the outflow aspect appeared to be a combination of pannus, vegetation, and thrombus. Leaflet 1 and leaflet 2 had a cut of 10mm in the cusp region. The cut was smooth and had an even edge. The sewing ring was cut around leaflet 2. The wireform was exposed around the valve at the inflow and outflow aspect. Radiography demonstrated wireform intact and commissure 1 bent. Based on the product evaluation findings, host tissue restricted leaflet mobility which led to stenosis. Manufacturing records were unable to be reviewed as no serial number was available. Based on the information received and the product evaluation findings, this event was most likely due to patient condition(s) and not a manufacturing related issue. Of note, patient refused anticoagulant treatment for at least two years. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
The patient arrived at the hospital in an emergency for ischemia of the left leg. On echo it was noted an iliac artery completely thrombosed and a huge thrombus of the left atrium (la) and of the ventricular side of the mitral valve. The patient was operated in an emergency to remove the 31mm edwards valve and replaced with another 31mm edwards valve. It was last reported that patient's thigh and leg was amputated and hospitalized in general intensive care. The surgeon reported that the 31mm valve was absolutely not involved in this event. It was learned that the patient did not take any anticoagulant treatment for at least two years.